Manufacturer narrative:
(B)(4). Please disregard the information in report number 3004753838-2017-57275 as it is a duplicate report. It has previously been reported under report number 3004753838-2017-41366.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. No product or data were provided for evaluation. The reported loss of connection could not be confirmed. A root cause could not be determined.